Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035; sheath: 4fr cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned partially deployed. The suture was not returned. The posterior cuff with link was pulled into the anterior foot during plunger removal and a hard white material was found lodged in the cuff. The link had broken at the anterior cuff, the cuff was not returned and reported to have been lost during packaging. These findings are consistent with and confirm the reported experience. Analysis of the returned components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the detected cuff miss. A cuff miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The report of the access site being heavily calcified may have also been a contributing factor in the event. Based on the inspection criteria, analysis of the returned components and the reported information the most probable cause for the needle to cuff miss and subsequent link break is related to the operational context during use. Based on the findings of the investigation, a posterior cuff miss occurred as evidenced by the posterior cuff being returned in the anterior foot. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as the posterior cuff was pulled into the anterior foot. During testing the plunger was inserted into the device and its needle trajectory, depth and push mandrel travel were acceptable. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for link break. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after an iliac angioplasty. Reportedly, during plunger retrieval there was no link nor suture present. During inspection of the device it was noticed that the cuff was attached to the anterior needle tip, but the link broke right behind it. The device was removed and a second proglide was used successfully to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.